Event description:
It had been observed during the device evaluation the duodenovideoscope exhibited the air/ water cylinder had foreign objects, the air/ water tube had foreign objects, adhesive on the bending section cover had foreign objects, adhesive around the light guide lens had had a chip, and the forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the adhesive chip was component failure. The most likely cause of the foreign objects/material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.